Event description:
During procedure colonoscope advanced to cecum and screen went black and error code appeared "scope communication err 216 contact olympus". (B)(4) processor was turned off and turned back on with different scope to complete. FDA safety report ID # (B)(4).